Event description:
The tibial insert was not properly locked into the baseplate. This insert was implanted into the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time reported at this time.

Manufacturer narrative:
Summary of eval: the tibial insert can not be evaluated for the reported locking difficulty with a baseplate as it has not been returned to co but rather has been implanted. A review of the device history record for this component found that all attributes which could have affected this event met design requirements during manufacture. In this situation, this event is not device related but rather is associated with intra-operative technique.